Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusion will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the shaft. There was moisture visible in the inflation lumen. The balloon, along with the tip, had separated at the proximal balloon seal and was not returned. The separation face at the proximal seal was jagged and uneven. The inner member separated from the tip 2.7 cm distal to the proximal balloon seal. The separation face was stretched and uneven. There were bends in the hypotube 23 cm and 47 cm distal to the strain relief tubing. No other damage to the catheter was noted. The catheter was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Report status: serious injury/permanent damage. Reporting rationale: balloon separation, separated portion remains in pt. Device issue: balloon rupture; balloon separation. It was reported that during the pci operation, the balloon was inflated up to 16 atm for pre-dilation, but the balloon separated from the shaft and disappeared in the vessel. The condition of the pt is stable at this moment and no related symptoms were observed. No additional event or pt information is available.